Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic total colectomy procedure, two arm carts collided resulting in an error message on one of the arms involved. The arm had to be restarted to become operational again, but since the procedure was about to end, it was completed using three arms. Additionally, when the arm that threw the error message is moved up and down, an abnormal noise can be heard from the cart column. There was a 5 minute delay due to the issue. There was no patient injury.